Event description:
It was reported that the customer experienced a high blood glucose level displayed as "high", with no specific value known. Cause was not known. The customer addressed the issue by administering a correction bolus via the pump and declined further assistance, indicating no additional help was needed.